Manufacturer narrative:
Additional information: suspect medical device brand name: architect c8000 system, catalog number: 01g06. Brand name: architect c16000 system, catalog number: 03l77. A product correction letter was sent to all customers with impacted instruments notifying them of the potential hazards associated with the tubing. The letter provides instructions for the customer to inspect for leaking tubing and for proper cuvette wash. A mandatory technical service bulletin (tsb) was issued on all impacted architect clinical chemistry systems. The mandatory tsb instructs field service to replace the peristaltic head tubing.

Event description:
Abbott has identified that the peristaltic head tubing installed on the architect clinical chemistry analyzers (c4000, c8000 and c16000) has the possibility to leak due to a manufacturing issue associated with the tubing connector. The tubing was not original to the architect, but was installed during a service visit that occurred between june 16, 2017 and july 20, 2017. The peristaltic head tubing is used on the architect clinical chemistry analyzers as part of the waste aspiration, during the cuvette cleaning process. If the peristaltic head tubing were to leak, there is potential for: cuvette contamination leading to incorrect patient results. Exposure of the user/operator to chemical and biohazardous materials such as bulk solutions, reagents, and patient samples. Reaction with electrical components resulting in an electrical hazard. The leak to form a puddle on the floor and create a slip and fall hazard. No injury or impact to patient management has been reported due to this issue.